Event description:
The customer reported that the system shut down uncommanded and then displayed a communication error message. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply connectors were tightened and the celeron sbc was replaced. The system was then found to be operating as intended.